Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead was dislodged. The lv lead was not used, and the physician decided to abandon the procedure. The patient was in stable condition.

Manufacturer narrative:
The lead was returned due to dislodgement. A complete lead was returned in one piece. S-curve height of the lead was measured within specification. Visual inspection, x-ray examination. And electrical testing were normal with no anomalies found.